Event description:
It was reported that balloon rupture occurred. The patient presented with lower limb peripheral artery disease and underwent percutaneous transluminal angioplasty of the 99% stenosed target lesion located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.